Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. The customer's blood glucose level was within range. The customer reverted to alternate therapy for diabetes management.